Event description:
It was reported that the pace lead impedance of the right ventricular (rv) lead of this pacemaker system was greater than 3000 ohms, which was out-of-range. This resulted in a lead safety switch (lss) from bipolar to unipolar configuration. The boston scientific field clinical representative reprogrammed this pacemaker to unipolar pace and bipolar sensing because this patient was not rv pacing dependent. It was noted that this patient will be further monitored by clinic. No adverse patient effects were reported. Currently, this pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the pace lead impedance of the right ventricular (rv) lead of this pacemaker system was greater than 3000 ohms, which was out-of-range. This resulted in a lead safety switch (lss) from bipolar to unipolar configuration. The boston scientific field clinical representative reprogrammed the implanted pacemaker to unipolar pace and bipolar sensing because this patient was not rv pacing dependent. It was noted that this patient will be further monitored by clinic. No adverse patient effects were reported. Currently, this pacemaker remains in service.